Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that only the gantry up button on the pendant was not responsive. There was no surgical delay. No known impact to patient outcome.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot number: unknown h3/h6: the system was serviced in the field and the pendant was replaced. Cdes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: product bi71000529, lot number: 33318 0005 rev. 1 was received by the manufacturer for analysis. Instaled pendant into an imaging test sytem. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Worn pendant. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.